Manufacturer narrative:
On an unreported date in 2016 (reported as ¿about 2 weeks ago¿), the patient was hospitalized for the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. The treatment for and outcome of the event was not reported. It was not reported if dianeal therapy was ongoing. No additional information is available.